Event description:
It was reported that the primary audible alarm background test upon turning on the device. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The tamper seal was not broken or damaged and the device appeared to have no physical damage. Visual and functional testing were performed. Upon inspection, the device was in good condition with no appearance of any physical damaged. The device was evaluated using occlusion test. During testing the tech was unable to duplicate the primary audible alarm background test during occlusion test. The root cause was unable to determine, speaker and interconnect board were carefully inspected and no physical or any other damaged was found. The tech then replaced speaker for preventive. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.